Event description:
It was reported that the lead was explanted in 2007 due to lead showing signs of externalized conductors. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.